Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an error - da pcba adc failed (data acquisition pcba to analog to digital converter.) In the diagnostic log. The biomed replaced the da (data acquisition) to mc (motor controller) cable and is now finding an error (machine and proximal pressure sensors failed). There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 24jul2019. The customer confirmed the reported error messages. The customer reported that he had received and replaced the da board and with that the ventilator runs without problems. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of this report: 25jul2019. This follow up report was submitted to change the state of the record to final submission. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. Failure analysis on the returned data acquisition (da) pcba shows several integrated circuit (ic) components have internal short. These are ic u24, u21, u29, u19 and u27. The ic u27 (low voltage octal buffer/line driver with 5v tolerant inputs and outputs) leads 11 internal shorted to lead 10 created the machine and proximal pressure sensors failed error code vent inop. Failure analysis replaced u24, u21, u29, u19 and u27 on the da pcba to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.